Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via (B)(4) that they had a no delivery alarm. The customer stated the alarm occurred during a bolus. The customer stated they attempted to resolve the alarm four times, but was unsuccessful. The customer stated insulin was able to exit with a fixed prime. The customer also reported insulin was unable to exit with a plunger push and there was greater resistance than normal. The customer was advised of the reservoir and infusion set connection was severed. Customer's blood glucose was unknown. The customer declined to return the reservoir for analysis.